Event description:
This article summarizes complication/treatment rates, when using a contemporary hybrid strategy with collagen-based bailout, versus suture-mediated closure alone following hemostatic failure for patients undergoing large-bore transcatheter aortic valve replacement (tavr). The study mentioned the following complications potentially related to the use of proglide: death, pseudoaneurysm, major/minor vascular complication, bleeding, ischemia, and unspecified device failure/failure to achieve hemostasis; this would require treatment/an additional method to achieve hemostasis - the use of surgical cutdown, unspecified percutaneous intervention, ballooning/stenting, manual compression, additional closure device, and medication administration were all reported. Conclusively, the contemporary hybrid strategy with collagen-based bailout reduced the risk of vascular complications for patients undergoing transfemoral tavr. Details are listed in the attached article, titled "collagen-based bailout compared to suture-mediated vascular closure alone during transcatheter aortic valve replacement".

Manufacturer narrative:
The device was not returned for analysis. Lot history record review could not be conducted because the lot number was not provided. The patient effect of death, is listed in the electronic perclose proglide instructions for use, as a potential adverse event of use of the device. A definitive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2, b3: date is estimated. D4: the UDI is not known as the part and lot number were not provided. The additional adverse patient effects and device malfunctions referenced in b5 are captured under a separate medwatch report. Attachment: article titled, "collagen-based bailout compared to suture-mediated vascular closure alone during transcatheter aortic valve replacement".